Event description:
A mandatory software upgrade was loaded in connection with field change order 515 115. Following the software upgrade, a t/t stp inhibit was encountered and the equipment was recalibrated. The following treatment day, the customer noticed that pss t/t was off by 180 degrees. The calibration was checked and shown to be correct to the configured iec 1217 standard. However, the pss t/t had originally been calibrated in the iec 601 because, the floor plan was rotated. Patient treatments were temporarily suspended. The previous software version of rtd software r 6.2 was temporarily reinstalled until the new upgrade can be successfully loaded using iec 601 calibration of the pss t/t in the iec configured 1217 standard.

Manufacturer narrative:
The investigation into this situation is ongoing at this time. Once the investigation is completed, more details and a conclusion will be provided.